Event description:
250cc heparin drip hung at 14:00 at 11 cc/hr via ivac infusion pump. Bag discovered at 19:00 to be empty. Pt denies alteration of settings; no leaks detected at IV site or tubing. Ivac to clinical engineering.